Manufacturer narrative:
The device was discarded and was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: screw portion broken. Probable root cause: application: excessive force or leveraging of the screw against the bone. Inadequate assessment of bone quality. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that that screw portion broke when screwing in hard bone.

Event description:
It was reported that that screw portion broke when screwing in hard bone.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.